Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the superior vena cava defibrillation coil was beyond the expected upper range.

Event description:
It was reported that there was a sudden increase in svc (superior vena cava) coil impedance and the impedance was high on the right ventricular (rv) lead. The rv lead remains in use and a lead revision has been scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.